Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. The device history record could not be reviewed because the lot number is unknown. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. D4 - UDI # is unable to be provided as the list number and lot number is unknown.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified transpac device that reportedly generated inconsistent pressure readings. The customer stated that they did not require immediate replacement to be able to continue operations. They opened a new device to address the issue for the patient. There was no report of any human harm as a result of this complaint/event.